Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 267-400 (mg/dl). System check with tandem technical support indicated the pump was performing as expected. During troubleshooting, customer was guided through a bolus delivery to address bg levels.